Manufacturer narrative:
(B)(4).

Event description:
It was reported that low r-wave amplitude measurements and high pacing lead impedance was observed. Review of session records suspects debuting lead damage. Further tests to evaluate the lead were recommended. Physician has not decided the resolution yet.